Event description:
It was reported that the arctic sun device received an alarm 09 (patient temperature above high temperature limit) during therapy. Biomed states the nurses sent a device to be looked at because alarm issue. Biomed looking for information on this alarm and what they needs to do with the device. Biomed provided s/n: (B)(6). Informed biomed the alarm 9 during therapy means that the patient temperature reached above the high patient alert setting. Explained it was best for the nurses to call us on the clinical hotline in real time to troubleshoot whenever they have questions, alarms, or issues with therapy. Suggested at this point, they may download the case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alarm 09 (patient temperature above high temperature limit) during therapy. Biomed states the nurses sent a device to be looked at because alarm issue. Biomed looking for information on this alarm and what they needs to do with the device. Biomed provided s/n (B)(6). Informed biomed the alarm 9 during therapy means that the patient temperature reached above the high patient alert setting. Explained it was best for the nurses to call us on the clinical hotline in real time to troubleshoot whenever they have questions, alarms, or issues with therapy. Suggested at this point, they may download the case data.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be a failed temperature in cable. However, there was insufficient information to confirm this potential root cause. The serial number for this investigation is unknown. Per s03fa211 rev. 21, the latest labeling revision will be reviewed (baw2800736 rev 0). The instructions-for-use under (B)(4) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alarm 09 (patient temperature above high temperature limit) during therapy. Biomed states the nurses sent a device to be looked at because alarm issue. Biomed looking for information on this alarm and what they needs to do with the device. Biomed provided s/n (B)(6). Informed biomed the alarm 9 during therapy means that the patient temperature reached above the high patient alert setting. Explained it was best for the nurses to call us on the clinical hotline in real time to troubleshoot whenever they have questions, alarms, or issues with therapy. Suggested at this point, they may download the case data.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.